Manufacturer narrative:
D10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n5h1713y); sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy, in pulmonary parenchyma resection, the firing of the device stopped about halfway through the stapler. To resolve the issue, the reinforcement was cut to remove the jaws from the parenchyma and a new reload was then used. There was no patient injury.